Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had unresponsive button to corroded keypad traces. Operating currents to verify low battery alarm were not tested due to unresponsive buttons. The device had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 242 mg/dl. Nothing further reported.